Event description:
It was reported that the pre-procedural baseline electrocardiogram (ECG) displayed an st elevated myocardial infarction (mi). Following the coronary intervention and post successful implantation of a 2.5x15 xience prime stent in the distal circumflex (cx) coronary artery, the patient experienced a elevation in cardiac enzymes and was diagnosed with a non-st elevated mi. There was no reported treatment or prolonged hospitalization. The mi resolved without sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The lot number was received. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of myocardial infarction, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.